Manufacturer narrative:
The insulin pump passed displacement test, rewind test, sleep current measurement, active current measurement and self-test. No unexpected software error alarms noted during testing, however software error alarm was present in the format history file due to software error. Unable to seat during prime/seating test, problem isolated to printed circuit board. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump time and date settings are incorrect and the time is 10 to 12 minutes fast. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting found that there are multiple alarms in the pump history. No further details given.